Event description:
It was reported the health professional was trying to put a PICC line in and the guidewire seemed to have an issue. The floppy end seems to be curled nearly in a corkscrew but not as tight. The PICC was checked before insertion and it was fine. When the guidewire was put in, it would not advance. When it was attempted to be removed from the needle, resistance was felt. The needle had to be removed first to get the guidewire out. Additional information received 8/24/2020: it was reported patient attended for PICC insertion. Equipment checked prior to use and no issues noted. Access gained to vein and attempted to insert guidewire, resistance noted and attempted to pull guidewire back and further resistance noted. Needle removed with guidewire insitu and new guidewire opened. On removal of the guidewire there were notable kinks.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed. One 50 cm guidewire was returned for evaluation. The guidewire was returned within the guidewire hoop with the distal section partially extending out. The introducer needle which was used in conjunction with the guidewire was not returned. Dried blood residue was present on the wire. The distal 2 cm of the guidewire was observed to be slightly curled and contained wavy bends. Microscopic observation of the deformed guidewire region revealed the coils to be misaligned. The outer diameter of the guidewire was measured and was found to be within manufacturing specification. The event description indicates resistance was experienced during insertion which may have contributed to the deformation visible on the wire. The event description also indicates the wire was retracted after experiencing resistance. Retraction against the needle bevel may have also contributed to the resistance experience and damage observed. The product instructions for use cautions, "caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the health professional was trying to put a PICC line in and the guidewire seemed to have an issue. The floppy end seems to be curled nearly in a corkscrew but not as tight. The PICC was checked before insertion and it was fine. When the guidewire was put in, it would not advance. When it was attempted to be removed from the needle, resistance was felt. The needle had to be removed first to get the guidewire out. Additional information received 8/24/2020: it was reported patient attended for PICC insertion. Equipment checked prior to use and no issues noted. Access gained to vein and attempted to insert guidewire, resistance noted and attempted to pull guidewire back and further resistance noted. Needle removed with guidewire insitu and new guidewire opened. On removal of the guidewire there were notable kinks.